Event description:
Same case as MDR ID# 2134265-2014-00183. It was reported that balloon rupture occurred. The 15x2 mm, 88% stenosed target lesion containing a lesion bend of between >45 and < 90 degree was located in a moderately tortuous and moderately calcified left main (lm) and left anterior descending (lad) artery. No pre-dilation was performed. The physician used a 2.00mm x 15mm apex balloon catheter to treat the lesion. After an unspecified number of inflation at an unspecified atmospheres, the balloon ruptured. The physician changed another 2.00mm x 15mm apex balloon catheter and it was noted that the balloon ruptured again at an unspecified number of inflation and atmospheres respectively. The physician dilated the device with standard pressure and no issue with the device during unpacking. The device was retrieved intact. The procedure was completed with a different device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an apex balloon catheter with the inner packaging pouch, shelf box, and carrier tube/hoop. The balloon was loosely folded. There was blood in the wire lumen. The inner shaft within the balloon was buckled. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water; no issues were encountered during inflation. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 15x2 mm, (B)(4) stenosed target lesion containing a lesion bend of between >45 and < 90 degree was located in a moderately tortuous and moderately calcified left main (lm) and left anterior descending (lad) artery. No pre-dilation was performed. The physician used a 2.00mm x 15mm apex (tm) balloon catheter to treat the lesion. After an unspecified number of inflation at an unspecified atmospheres, the balloon ruptured. The physician changed another 2.00mm x 15mm apex (tm) balloon catheter and it was noted that the balloon ruptured again at an unspecified number of inflation and atmospheres respectively. The physician dilated the device with standard pressure and no issue with the device during unpacking. The device was retrieved intact. The procedure was completed with a different device. No complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).